Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Today, we have received a new complaint regarding the bd micro-fine syringes. The defect is that almost 80% of the syringes have zero marks at different levels. These micro doses of insulin are used in veterinary medicine. And a dosage of 0.5 units of insulin sometimes has serious implications. That is, because the marks are at different levels, it is not possible to measure the dosage accurately. First of all, before registering this complaint, please check and let me know whether bd micro-fine insulin syringes can be used in a veterinary practice? Thank you in advance for your response.